Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the indigo system aspiration catheter 12 include, but are not limited to dissection, or perforation, inability to completely remove thrombus, infection, distal embolization, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat iliofemoral deep vein thrombosis (dvt) using lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a guidewire. During the procedure, the guidewire crossed the femoral vein into the iliac vein and an angiogram was performed after the guidewire was in place. The guidewire was then removed and the cat12 was advanced towards the target vessel. It was reported that while advancing the cat12, before completing the first pass, the lightning was powered on and the flow switch was switched to the ''on'' position. The lightning microprocessor light was flashing green during advancement; however, when attempting to cross into the iliac vein, the cat12 would not cross and subsequently, the lightning indicator light turned yellow. The cat12 was then removed from the patient. There was no noted damage to the cat12 upon removal. Next, an angiogram was performed and the physician visualized a perforation in the femoral vein. The same guidewire was used to re-cross into the iliac and femoral vein and a non-penumbra device (balloon) was used to seal the perforation. The procedure was ended at this point; therefore, the lightning and cat12 were not used to complete the procedure. The patient's condition is stable.